Manufacturer narrative:
The device was not returned so an evaluation was not performed, no results are available, and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00324.

Event description:
It was reported that two pedicle screws would not assemble with the mating extender sleeves during surgery. The procedure was completed using alternative screws. There were no reports of patient injury associated with this event. This is report two of two for this event.